Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-jul-2015, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-jul-2015, UDI#: (B)(4). Date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal cord stimulation. It was reported that the patient had their wire revised since the wire was moving. No patient symptoms were reported. No further complications were reported or anticipated.